Event description:
A malfunction alarm occurred, identified by the code malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to report back if the issue recurred, which the customer understood.